Event description:
According to the reporter: the customer reports that the stapling line was not tight enough. A fistula appeared. The operator used a second device to secure stapling line.

Manufacturer narrative:
(B)(4).